Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 18-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note: this complaint event took place outside of the united states ((B)(6)).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Pharmacy staff sent e-mail on behalf of the customer. The customer is concerned with test results from results obtained of 5.4, 6.1, 5.4, 5.9, 9.4 and 6.1mmol/l. The customer¿s expected fasting blood glucose test result range is 5.0 - 7.0mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 4.9 and 4.8mmol/l using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/15/2022 and open vial date is 04/2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 16-june-2021: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications added most likely underlying root cause mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test note: this complaint event took place outside of the united states ((B)(6))."